Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the user removed air from the cartridge prior to filling with insulin the user was able to remove air that appeared to look like small champagne bubbles. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge and resumed insulin delivery.